Event description:
The abstract article, "trifecta bioprostheses: evaluation of the safety based on the study of degenerations according to the varc-3 classification", was reviewed. The research article is a retrospective single center experience to evaluate the intrinsic imputability of trifecta for dysfunction according to the varc-3 classification in patients implanted and to reassess their referencing in our center. Trifecta valve was the device associated with this study. The article concluded, the classification of failures according to varc-3 indicated the intrinsic imputability of the trifecta¿ bioprostheses regarding to the number of svd-type dysfunctions. Although this study has limitations, it shows the understatement of medical-devices-vigilance cases by the medical staff. [The primary author of this article is richez, ophelie, amiens-picardie university hospital, 1 rond-point du professeur christian cabrol, 80054 amiens, france, with email address of : richez.ophelie@chu-amiens.fr]. It was reported that on (B)(6) 2011 a 21mm trifecta valve was implanted in the aortic position on a 49 year old female patient. The patient was hospitalized (B)(6) 2014, for the management of complete heart block complicated by an infective endocarditis on an aortic bioprosthesis. The patient was placed on a dual course of antibiotics. The initial transthoracic echocardiogram (tte) performed (B)(6) 2014 showed a degenerated, calcified valve with a mean gradient of 70mm hg with no signs of visible vegetation. Following an episode of torsade de pointe and repeated episodes of non-sustained ventricular tachycardia (nsvt), the patient received an implantable defibrillator on (B)(6) 2014. The patient was transferred to a skilled facility for further rehabilitation. On (B)(6) 2014, the patient was readmitted to the cardiac unit for consideration of a replacement avr. A repeat tte revealed a compromised valve associated with severe stenosis and mild paravalvular leak (pvl) suspected to have been the result of a small rupture of a suture. On a subsequent computerized tomography (CT) scan the valve was considered normal without evidence of pvl. The final decision was due to multiple co-morbidities (alcoholic dilated cardiomyopathy, ulcerated esophageal varices, chronic alcoholism, cirrhosis child b9), a redo valve procedure was contraindicated. Per report, the patient was diagnosed with recurrent endocarditis on (B)(6) 2015. On (B)(6) 2015, ultrasound showed significant stenosis of the prothesis with leakage (moderate to medium) with not very mobile and thickened cusps. Left ventricle/aorta gradient 40mmhg. Vmax 4,1mmhg. On (B)(6) 2015, the 21mm trifecta valve was explanted and replaced with a 21mmtrifecta valve. In (B)(6) 2017, the patient passed away due to hypovolemic shock and vasoplegia associated with a suspected acute alcoholic hepatic and a acute renal disease with hypokalemia, hepatic encephalopathy. The death is unrelated to the trifecta valve per the reported information. No additional information was provided [this patient was part of clinical study: trifecta durability (B)(4)].

Manufacturer narrative:
As reported in a research article, a patient had endocarditis 3 years after the valve was implanted as well as stenosis and paravalular leak. The valve was replaced one year later and the patient passed away two years later due to hypovolemic shock and vasoplegia associated with a suspected acute alcoholic hepatic and a acute renal disease with hypokalemia, hepatic encephalopathy.. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications a more comprehensive assessment, including pathological examination of the valve tissue, could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.